Event description:
The complaint was reported by a customer from the USA regarding improper air in line detection. This complaint was investigated, it was concluded that some of the affected pumps (with software revision 16.10 only) may fail to identify air in line when the following conditions are met: the pump is operating on battery power (not connected to a power supply). Treatments are water-like solutions (tpn and other opaque solutions are not affected). No patient injuries or deaths have been reported from the use of software revision 16.10 pumps. As result eitan medical has initiated on 11-sep-2023 a voluntary recall (FDA recall number: z-0094-2024).

Event description:
The complaint was reported by a customer from the USA. Air in line issue.